Manufacturer narrative:
Follow-up #1: date of submission: 07/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2016 with the following findings: a visual inspection of the pump showed that there was moisture visible throughout the display lens and in the battery compartment. There was no visible damage to the keypad. During testing, the contrast and up arrow buttons were inoperable. The keypad cover was removed and moisture was found on all button contacts. The pump failed a leak test due to a battery compartment crack. The pump cover was opened moisture was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that all the keypad buttons were under responsive. There was allegedly moisture behind the display and in the battery compartment. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the issue may impact the user's ability to press the pump's keypad buttons which may result in over or under delivery.